Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi (greater than 600 mg/dl), 215 mg/dl, 200 mg/dl. Customer felt hypoglycemic with previous reading of 53 mg/dl and self- treated with grapes. Customer does not remember washing his hands after eating and tested at hi about 19 minutes later. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.